Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 22.2 mmol/l (399.6 mg/dl) while wearing the pod on the abdomen for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting and nausea. The patient was transported to the hospital by ambulance. The pod was removed and discarded in the ambulance. The patient received insulin and fluids intravenously for treatment. The patient restarted on her looping system while in the hospital. The patient was discharged after 5 days.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.